Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug, fentanyl and dilaudid (hydromorphone) for spinal pain. It was reported that patient reported the patient therapy manager (ptm) had been going downhill recently and was not working. The patient mentioned they had not been able to take a bolus in 2 days and it was taking a long time to deliver the bolus. The patient stated they had a refill coming up june 16 and like to get the devices replace before that date. The agent asked for external devices information and patient said they did not have the devices with them. The patient services recommend patient call back with the devices for assistance. The issue was not resolved. 2026-06-02 (B)(6) (con): additional information was received from the patient. The patient called back on previously documented information and mentioned that that deleting the data worked for a while. The patient was unable to provide serial number since they cannot turn the handset on. The patient confirmed that the communicator was working fine and would have their refill on the 16th.